Event description:
During operation, the device suddenly switched off with a loud signal and a message. The device could not be restarted. The patient was immediately connected to another device and the anesthesia was continued intravenously.

Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
During operation, the device suddenly switched off with a loud signal and a message. The device could not be restarted. The patient was immediately connected to another device and the anesthesia was continued intravenously.

Event description:
During operation, the device suddenly switched off with a loud signal and a message. The device could not be restarted. The patient was immediately connected to another device and the anesthesia was continued intravenously.

Manufacturer narrative:
The affected device was sent to the draeger repair workshop for further analysis. The circuit board responsible for controlling the display and user interface, which was determined to be the cause, was replaced, and made available for examination. During investigation, it was possible to reproduce the described behavior in the laboratory. Based on the debug data, it was determined that the controllers of the circuit board had performed a repeated reset. No further information could be extracted from the debug log. Due to the specific nature of the error, it was not possible to pull out the logbook. A reset of both controllers was artificially induced on a comparable circuit board. As specified, the ventilation mode was automatically switched off and the device was switched to man/spont mode. The associated acoustic alarm was generated as specified for 30 seconds via the power supply unit (piezo alarm). As the piezo alarm differs acoustically from the usual and familiar alarm sound, it is conceivable that the user perceived this alarm as a loud signal. The root cause for the reported failure could not be clearly determined. It is likely that invalid data in the controller system's working memory was the cause of the failure. Dräger concludes that the primus reacted in accordance with its specification due to the detected deviation and raised an alarm to alert the user to the situation. The device behavior in the event of such a failure is described in the instructions for use. In the event of a fault, manual ventilation using the o2 emergency dosing and adequate apl valve position (this flow passes through the vapor) is also available when the device is switched off. The device has been repaired in the draeger workshop.